Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "using the cvc they realized it was broken". It was reported medical intervention was required, but no details were provided. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and one finding was identified. A non-conformance was initiated for lot 13c20m1174 in regards to dimension a (length) out of specification. This is not relevant to this complaint investigation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "using the cvc they realized it was broken". It was reported medical intervention was required, but no details were provided. Additional information was requested, but was not available at the time of this report.